Manufacturer narrative:
Mml ref #:(B)(4). Other device: model: 8145. Description: percutaneous stimulation (left) lead. S/n: (B)(6).

Event description:
It was reported that the patient reported no stimulation. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and found an out-of-range failure of the electrodes of the right stimulation lead over time. The patient underwent revision surgery to remove and replace the right stimulation lead. The left stimulation lead was also replaced. There was no allegation against the left lead. The doctor decided to replace both leads. The revision was successful, with no report of patient harm or injury. The lead assemblies were returned for analysis. The reported issue was verified. Analysis of the right stimulation lead confirmed lead conductor fractures were the cause of the out-of-range condition observed with the right percutaneous stimulation lead. There was no fault found on the left stimulation lead.